Event description:
It was reported that on (B)(6) 2012, approximately 30 months post implantation of a 2.75x28mm xience v stent in the mid left anterior descending coronary artery (lad), the patient experienced increased dyspnea on exertion and was treated with medication. Despite medical management, the symptoms continued, so on (B)(6) 2012, the patient was hospitalized. Stenosis was noted in the proximal lad and percutaneous coronary intervention was performed, resolving the event. On (B)(6) 2012, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effects of dyspnea and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.